Event description:
It was reported that occlusion alarms occurred. The customer experienced a blood glucose (bg) level reported as "high"; specific value was not provided. Customer changed the pump supplies and resumed insulin delivery to address issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.